Event description:
It was reported by the customer the doctor was performing a breast biopsy. It was reported the doctor pierced the breast and attempted to take the first sample but the cutter motor never engaged when the cutter knobs transitioned forward for the cut. The doctor retracted the cutter, removed the probe from the pt's breast and decided to abort the case and reschedule the pt when a loaner can be attained. No consequence occurred to the pt. One device to be returned for analysis.